Event description:
It is reported that the pt was revised due to the tibial tray loosening.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. No information was available regarding other components implanted with the tibial plate; as such, compatibility was unable to be confirmed. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the information provided. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. As received, the tibial component shows evidence of micro-motion on both superior and inferior surfaces, with no bone cement attached to the underside of the plate. The device was found to be within specification where measured.